Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9113, me8cjxa0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent dental surgery on (B)(6) 2019 and suture was used. During the procedure, the needle detached from suture when knot tying at the gum area. There were no adverse patient consequences reported.